Event description:
This is being reported as an adverse event that occurred as part of the (B)(4) study. The pt had surgery scheduled to undergo pelvic floor repair including apical vault suspension, cystocele repair and a transobturator mid-urethral sling procedure. One device was implanted on (B)(6) 2014 along with a transobturator sling (not identified) without complications. On (B)(6) 2014 the pt presented with vaginal wall dehiscence of greater than 1 cm at the vaginal suture line. The physician prescribed doxycycline, vinegar douche and rest. The event was of moderate severity and is currently resolving. The physician assessed the event as pelvic floor related; definitely related to the index procedure and definitely related to the device. (The device was not specified.)

Manufacturer narrative:
The device history record for this lot was reviewed and everything was in order.